Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), at the implant of a 29 mm sapien 3 valve by transcarotid approach in aortic position, it was not possible to align the valve in the balloon. It was attempted several times without success. During this time, patient degraded and suffered a cardiac arrest with no recovery. Devices were withdrawn and no valve was implanted. As per medical opinion, the cause of death was the frailty of the patient that could not have supported the procedure even if it had gone well. Commander delivery system was not the cause of death. As per pre-decontamination observations, the balloon of the commander delivery system was torn.

Manufacturer narrative:
The commander delivery system was returned after being used in the procedure, fully inserted through the loader cap and esheath, with approximately ~1.5¿ of full fine adjust used. A bend was observed on the guidewire shaft due to return device packaging and the flex tip was observed to be inverted. The device was visually inspected. The flex tip was inverted, but able to be reversed (flipped to correct orientation). Compression was observed on the distal portion of the flex shaft. There was severe gouges on the flex tip. The damage to flex tip was most likely due to the valve strut and being inverted. There was a tear in crimp balloon proximal to I/c bond. The balloon was unpleated and unfolded. No other abnormalities observed on delivery system. Due to the returned condition of the device (crimp balloon torn), no relevant functional testing could be performed. Double wall thickness of the crimp balloon proximal to the observed leakage was measured. Of note, the area distal to the tear could not be measured as that area consists of the bond area and inflation balloon. Thicknesses deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance. The crimp balloon double wall thickness was found to be within specification . The work orders related to the manufacturing of the components most relevant to the failure mode reported in this complaint were reviewed. The review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history for the related work order revealed zero (0) other complaints for ¿delivery system ¿ difficulty with valve alignment- unable¿ and/or ¿balloon ¿ torn¿. Complaint data for the previous 12 months was reviewed (november 2016 through october 2017) for the commander delivery system (all models and sizes). A review of complaint data for october 2017 revealed that the complaint rate has not exceeded the control rate for the applicable complaint trend category (¿damaged¿). Complaint data for the previous 12 months was reviewed (november 2016 through october 2017) for the commander delivery system (all models and sizes). A review of complaint data for october 2017 revealed that the complaint rate has not exceeded the control rate for the applicable complaint trend category (¿valve alignment difficulties¿). No imagery was returned for review. Commander delivery system with s3, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. The crimp balloon is 100% dimensionally inspected. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. The flex tip outer diameter is 100% dimensionally inspected using a go/nogo gauge. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. Prior to the process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size (using a go/nogo gauge) and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, 100% the entire device is inspected for damage or missing components from distal to proximal end with visual inspection by both manufacturing and quality. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The commander delivery system is 100% leak tested, and post-leak test, there is a visual inspection of the balloon catheter. Additionally, the work order would have undergone product verification testing as a requirement for lot release. Five (5) lot samples would be taken for testing. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing, the device is visually inspected for physical defects or damage, visually inspected for tears or separation in the inflation/crimp balloon bond, and balloon push out force was tested. The lot was accepted. During tensile product verification testing, the inflation balloon/crimp balloon bond was tensile tested, and the lot was accepted. These inspections and tests during the manufacturing process support that it is unlikely that damage on the delivery system was present when leaving the manufacturing facility. The complaints for ¿delivery system ¿ difficulty with valve alignment ¿ unable¿ and ¿balloon torn¿ were confirmed based on visual inspection of the returned device. A review of IFU/training materials revealed no deficiencies. No manufacturing non-conformances were identified in the returned sample, as dimensional testing of the device met specification. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. Since the device was able to be prepped (including de-airing) without any reported issues, it is likely that the damage to the crimp balloon occurred during use and was not present upon leaving the manufacturing facility. Although patient condition and the condition in which valve alignment was performed was not provided, it is possible that the difficulty in valve alignment was attributed to performing the valve alignment in a non-straight section with subsequently contributed to the tear in the crimp balloon. Potential root causes for separation of the crimp balloon material proximal to the I/c bond have previously been identified and documented in a pra. If the physician performed the valve alignment process in a tortuous anatomy it could have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. This is evidenced by the gouges on the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. The compression on the distal flex shaft observed also suggests that high forces were encountered during valve alignment. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. As such, it is likely that patient/procedural factors contributed to the reported event. However, based on available information, a definite root cause cannot be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Regarding delivery system ¿ difficulty in valve alignment- unable, since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limit for the trend category, no product risk assessment (pra) is required at this time. Regarding balloon ¿ torn, per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. However, since no product non-conformance was confirmed in the returned complaint device and the occurrence rates did not exceed the respective complaint control limits, no further escalation is required at this time. The complaint for ¿delivery system ¿ difficulty with valve alignment- unable¿ was confirmed. However, no manufacturing non-conformances were identified in the returned device. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time. The complaint for ¿balloon ¿ torn¿ was confirmed, but no manufacturing non-conformities could be found in the returned sample. Available information suggests that patient factors and/or procedural factors may have contributed to the reported events. No labeling or IFU inadequacies have been identified. However, at management discretion, a pra was previously initiated for risk assessment of the torn balloon issue.